Manufacturer narrative:
The device in question was not returned and has not been downloaded. No new information has been learned from the family. A supplemental report will be written as soon as the equipment is returned to lifecor and evaluated.

Event description:
On 01/10/2008, the territory manager (tm) of male patient contacted lifecor customer support to report that the patient had died. The tm was unsure of the date, and was unsure if the patient was wearing the device at the time of death. Multiple attempts have been made to recover equipment from this patient. Some of the patient's equipment was returned, but the monitor used during this time period has not been returned.